Event description:
It was reported by provider that consumer went to the dock. The (B)(4) power chair lurched forward once then twice then the chair and consumer lurched forward into the water. The serial number for this power chair does appear on the joystick recall list and was not exchanged before the incident occurred. Recall # for joysticks: z-2270-2013.